Event description:
Nellcor puritan bennett received a call on 3/11/1998 from source. He called to report the following problem: vent stopped cycling for one minute with no alarms sounding per pt's parent. No pt harm.